Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion. No patient harm was reported. Although requested, no patient or event details have been provided.

Event description:
The customer reported that an over infusion of calcium gluconate (4grams / 90ml mini bag) occurred for a patient receiving renal dialysis. The medication was programmed for a basic infusion and expected to infuse over 4 hours at a rate of 22.5 ml/hr. The vtbi was 96 ml to account for bag overfill and the amount added for the drug. Approximately 10 minutes after the start of the infusion the minibag was completely empty, the drip chamber was dry and sunken, and the tubing between the drip chamber and pump contained air. Many bubbles were in the soft pumping segment portion of the tubing. Below the pump door, the tubing contained fluid. No alarm was heard to signal air in line. After the event was discovered the patient received additional monitoring and a stat EKG; it was also stated by the customer that no documented patient harm occurred. Per the facility's routine practice during dialysis the nurse started the plex machine, followed by the calcium gluconate connected at the y connector, followed by the blood warmer.

Manufacturer narrative:
Patient information: kidney failure, renal dialysis.

Manufacturer narrative:
The customer¿s report of an overinfusion was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The starting/ending volume of the fluid container cannot be determined through device logs. The disposable set was not returned for investigation. The root cause of the reported overinfusion was not identified.

Event description:
The customer reported that an over infusion of calcium gluconate (4grams / 90ml mini bag) occurred for a patient receiving renal dialysis. The medication was programmed for a basic infusion and expected to infuse over 4 hours at a rate of 22.5 ml/hr. The vtbi was 96 ml to account for bag overfill and the amount added for the drug. Approximately 10 minutes after the start of the infusion the minibag was completely empty, the drip chamber was dry and sunken, and the tubing between the drip chamber and pump contained air. Many bubbles were in the soft pumping segment portion of the tubing. Below the pump door, the tubing contained fluid. No alarm was heard to signal air in line. After the event was discovered the patient received additional monitoring and a stat EKG; it was also stated by the customer that no documented patient harm occurred. Per the facility's routine practice during dialysis the nurse started the plex machine, followed by the calcium gluconate connected at the y connector, followed by the blood warmer.